Event description:
A customer reported a malfunction on a pump, but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions and assisted the customer, who was eventually able to reset the pump successfully. No further actions were required.